Event description:
Dealer reported that the pilot valves were replaced when the irc5po2v concentrator displayed 1 red and 2 green indicator lights and shut down. Dealer stated that the sieve beds were "blown" with white dust filling the lower tubes. Dealer also stated that the power switch failed to enable alarm horns. .